Event description:
Pt was in emergency room due to a possible ectopic pregnancy. Pt urine sample tested negative twice. Pt claimed having tested positive 3 times previously using a home testing method. No adverse impact to pt was reported.

Manufacturer narrative:
Subsequent ultrasound confirmed ectopic pregnancy. Siemens fse inspected the instrument at the customer facility and were not able to identify any performance issues. Returned reagent demonstrated acceptable performance at siemens site. Customer does not routinely run qc for hcg. The cause of the discordant hcg result could not be determined.